Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. Additionally, the right atrial (ra) lead exhibited undersensing. Both the device and lead remain in use. No patient complications have been reported as a result of this event.